Event description:
It was reported that the foley catheter was not draining properly. Unable to remove foley catheter and unable to drain bladder of the balloon fill hole and doctor of medicine (md) to remove the following day. Patient was transferred for suprapubic catheter placement and the urologist reported previous foley catheter fell out after suprapubic catheter was placed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.